Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. It should also be noted that the perclose proglide IFU, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. This IFU violation did not contribute to the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a micra interventional procedure. A femoral angiogram was not performed. The marker lumen was flushed successfully prior to use. Reportedly, no blood flow was observed exiting the marker lumen of the proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 27f and the micra procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.